Event description:
The customer reported that a ventilator had a ¿backup alarm failed" alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported. An me replaced the device. No further medical intervention was reported. No delay to therapy was reported. The customer contacted product support and requested for service repair.

Manufacturer narrative:
The service technician reported that the reported phenomenon was not duplicated. The event log revealed that "backup alarm failed" had occurred. Therefore, the cpu board was replaced preventively. No other anomaly was found. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.

Manufacturer narrative:
A cpu board was returned for failure analysis. Visual inspection observed that annunciator ls1 has no date code. Testing was performed; the reported problem could not be reproduced. Previous investigations showed that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.